Event description:
The healthcare professional (hcp) set program to .5 volts and the programmer changed the setting to 5.5 volts; the hcp stated that she used the wheel to change the setting. After hitting program, the hcp stated that the patient was shocked; more energy was delivered than expected to the patient. The hcp tried using the red hot key to shut it off and it didn't work. The programmer was replaced. The patient was doing okay.